Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer found the non-tandem infusion set cannula and tubing to be bent. Reportedly, an occlusion alarm did not occur during this event. There was no reported impact to customer¿s blood glucose. Customer did not respond to attempts to obtain additional information.